Event description:
The customer reported that while the iabp was in use on a pt; the customer spilled fluid into the iabp. The iabp generated a system failure alarm and fault. Code # 51 (software trap fault). The pt was switched to another iabp and therapy was continued. No pt injury was reported.

Manufacturer narrative:
The customer repaired the device, and it was returned to service. If there is any further info about this event, a f/u report will be prepared. (B)(4).